Manufacturer narrative:
(B)(4). (B)(6). The sample was unavailable for analysis; therefore, no evaluation could be performed. If additional relevant information becomes available, a follow up medwatch will be submitted.

Event description:
It was reported by the registered nurse (rn) that during an unrelated alarm on the homechoice (hc) machine, a home patient (hp) had a leak between the titanium adapter and the catheter during drain 2 of 3. The technical service representative (tsr) assisted to end the therapy. The hp went back home the same night and was fine. There was no patient injury or adverse event associated with this report.